Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck diameter was 28 mm with 10 degree angulation. It was reported that there was a proximal type I endoleak. A total of six endoanchors had been deployed, successfully resolving the endoleak. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.